Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: cervical spondylotic myelopathy procedure performed: posterior cervical decompression and fusion levels implanted: c2-t1 post-op, the infection occurred after the operation. Reoperation was performed and it had been suspected that infection has occurred but details such as the causative agent were unknown. It seemed that the end of the rod at c2 on the most cranial side had interfered with the occipital bone so after removing the implant, the surgeon changed to a brain surgeon, and the operation was continued. It seemed that the symptoms which was suspected to be infection might not be caused by the implant. In the revision surgery, all implants were removed. Implant has not been newly performed. The rep sale has not received any information such as complications since then.